Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with inappropriate shock delivery was reported. No worsening of the patient's health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. Only the proximal segment was returned for analysis. The distal lead fragment was not available for analysis. There was a blind cap on the hv-2 connector in the returned state. The analysis of the fragment showed fraying of the insulation at 11.5 cm and 16.5 cm distal of the is-1 connector pin. The coating of the rope conductor to the vcs shock coil and to the ring electrode was damaged in this area. This damage manifestation indicates significant mechanical stress during the operating time of the lead. The position and characteristics of the fraying area characteristic for a simultaneous occurrence of strong pressure and friction of the lead at the ICD housing.